Event description:
While the doctor was preparing the right shoulder of the patient for a transplant, the 2.5 drill bit broke off in the shoulder. It was decided to leave the broken drill bit tip in place due to invasive procedure approx. 2 cm was imbedded.